Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device check, the right ventricular (rv) lead exhibited high thresholds that had risen since implant. A chest x-ray was conducted. The next day, the lead was repositioned into the rv apex and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.